Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The date of implant was reported to be on an unknown date in 2006. The date of implant as (B)(6) 2006 is an estimation.

Event description:
It was reported that in 2006, a 14mm amplatzer septal occluder was successfully implanted in a patient. In 2021, the patient started experiencing heart palpitations. On (B)(6) 2022, the patient presented to the hospital with a chief complaint of chest pain. Intermittent atrial tachycardia was confirmed during an electrocardiogram exam. The patient was placed on a 24-hour holter monitor and was asked to return on (B)(6) 2022 for subsequent follow-up examination. No patient consequences were reported.

Event description:
It was reported that a 14mm amplatzer septal occluder had been implanted on (B)(6) 2006 successfully. The 14mm amplatzer septal occluder had been sized using transesophageal echocardiogram examination and an amplatzer sizing balloon catheter. In 2021, the patient started experiencing heart palpitations. On (B)(6) 2022, the patient presented to the hospital with a chief complaint of chest pain. Intermittent atrial tachycardia was confirmed during an electrocardiogram exam. The patient was placed on a 24-hour holter monitor and was asked to return on (B)(6) 2022 for subsequent follow-up examination. Additional information indicated that an ablation was planned for (B)(6) 2022. It was noted that the patient had no previous cardiac comorbidities nor arrhythmia episodes before the atrial septal defect was closed. There was no noted residual shunt around 14mm amplatzer septal occluder. A correction to the previously filed report needs to be made to indicate that, based on the information received there is no direct relationship between the intermittent tachycardia and the implanted 14mm amplatzer septal occluder. The patient was stable at the time of report. No additional information was provided.

Manufacturer narrative:
Upon review, the amplatzer septal occluder should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.b5, b6, b7. H6 health effect - clinical code: 2095 was removed. H6 health effect - impact code: 4641 was removed. H6 medical device problem code: 2682 was removed.